Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2023 in the paediatric intensive care unit. A nurse noticed that a patient's central catheter was not properly secured. The medication was leaking out of the catheter. A 30% glucose compress was applied , and a new catheter inserted. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2023, in the paediatric intensive care unit. A nurse noticed that a patient's central catheter was not properly secured. The medication was leaking out of the catheter. A 30% glucose compress was applied , and a new catheter inserted. There were no consequences for the patient.